Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the product was returned in an open pouch. The pouch was open from 3 of 4 sides of the pouch. The open sides of the pouch were taped with a surgical tape. The pouch contained blade and the stylet. There was no damage noted in the construction of the device. There were no traces of contamination or the excess adhesive. Functionally, the inner assembly spun freely and smoothly by a hand with no binding. The blade was securely seated into the handpiece and ran up to 1,500rpm in oscillating direction with no issues. The blade was running smoothly with no signs of binding or wobbling. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the doctor installed the blade into the handpiece for testing, he found that the blade was not rotating sm oothly. The doctor tried to reinstall the blade but useless. Finally, the doctor changed a new blade to complete the surgery. There is no patient involved in this event.